Event description:
Repair request initiated and escalated to complaint with a report that the foot was detached/loose/missing. No pt impact reported. On follow-up it was noted that the malfunction was identified during cleaning and it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the leg was bent, the color band was faded and the etching was illegible. It was confirmed that there was no pt impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."